Event description:
It was reported that the cordless driver is overheating at the user facility. Customer could not provide any additional information for this event. After return to the manufacturing facility, it was reported during service inspection that forward trigger is missing a pin.

Manufacturer narrative:
The complaint for heat was confirmed by the repair technician through functional evaluation, disassembly and visual inspection. The components including the coil, rotor and trigger pins were worn. This may cause a thermal and the triggers to stick. The coil, rotor and trigger assembly were replaced. Components not associated with the complaint were replaced as part of preventive maintenance and the handpiece returned to the account after passing final inspection.